Event description:
It was reported that one side of the patient's brain was not "right with programming" and her voice was strained. The patient also experienced breakthrough shaking, but was unable to increase or decrease her settings due to the hcp's programming. Additional information received reported that the patient had a broken lead. It was unclear which ins the broken lead was connected to. A new lead was implanted and the patient experienced a manic state. The patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2012-09841.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 748240, serial# (B)(4), implanted: 2005 (B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0519679v, implanted: 2005 (B)(6), product type lead, product ID 3389-40, lot# j0519679v, implanted: 2005 (B)(6), product type lead. (B)(4).